Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 650 mg/dl and 900 mg/dl. Currently, the blood glucose level was 164 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis and vomiting. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.